Manufacturer narrative:
As the device remains implanted, no further investigation of the device can be performed. Images were requested from the hospital, but not provided yet. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal aneurysm on the left side with a gore® viabahn® endoprosthesis with propaten bioactive surface. It was stated that the left femoral artery was punctured antegrad and a 10 cm 7 fr sheath placed. After determination that no calcification areas or stenosis are present in the landing zones, a boston scientific v18 guidewire was placed, and the device inserted on the catheter. After finding the exact deployment position the physician pulled the deployment line until the device was free proximally. Then he noticed that the device did not open in the very distal 2-3 cm. The other part of the device was deployed. The physician tried first with a 4 mm and then with a 7 mm balloon to dilate the not deployed part of the device. The distal end could be opened, but there was a taille, a form of an hourglass of about 2-3 cm above the distal end. There was no further possibility to open it with a balloon. Reportedly, the physician put in an optimed superflex bare metal stent (bms) for stabilization, but the bottleneck still exists. The aneurysm could be treated, but the distal outflow is not optimal. The physician stated that the situation must be controlled on a regular base. If the device gets occluded, then the patient needs a femoral-popliteal bypass.

Manufacturer narrative:
Imaging evaluation. Summary: ¿ three jpeg images available for evaluation. ¿ no name, date, or demographics on the radiographic images. ¿ cannot manipulate the images in any way. (Window level, rotate, etc.) ¿ there appears to be a partially deployed device in the sfa/popliteal artery. ¿ a balloon appears to be attempting to expand the non-deployed distal portion of the stent graft. ¿ there appears to be an area near the distal implanted device that is not fully expanded post ballooning. Evaluation of the provided clinical images confirms the reported partial device expansion. The cause for the confirmed partial expansion could not be established with the available information.